Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the troponin I (access accutni+3) reagent was returned for evaluation. The customer tested quality control (qc), performed a system check, and completed precision runs after the event. The results passed with published assay and instrument performance specifications. No hardware issues were identified as contributing to the reported event. The customer stated the laboratory personnel concluded the event was due to preanalytical sample handling. In conclusion, although preanalytical sample handling may have contributed to this event, the cause of the elevated, non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The sample from the patient was reanalyzed twice using the same unicel dxi 800 access immunoassay system and lower results, within the assay's normal reference range, were obtained. The customer stated the elevated, non-reproducible access accutni+3 result was not reported from the laboratory. The customer stated there was no change or impact to patient care or treatment in association with the elevated, non-reproducible access accutni+3 result. Quality control (qc) recovered within the customer established ranges and a system check passed within published performance specifications prior to the event. The sample was collected in a 13x75 mm lithium heparin plasma tube with a gel separator. The sample was centrifuged for three (3) minutes at room temperature. The customer did not provide the centrifugation speed.